Event description:
The customer reported that when the pod was removed, it was noticed that the needle had never retracted. The customer also reported that he was bleeding when the pod was removed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle did not retract, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.